Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The mcs tip cover accessory was not returned to isi for evaluation. Therefore, the root cause of the customer reported issue cannot be determined. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The procedure log was reviewed and found the alleged event occurred during a urology procedure performed on (B)(6) 2020. A monopolar curved scissors instrument (pn: 470179-19, n10190603-0132) was used for 5 hours and 32 minutes. Based on the information provided at this time, this complaint is being reported because the mcs tip cover accessory was torn and fell inside the patient. The mcs tip cover accessory was retrieved and no additional surgical intervention was required. However, unintended items falling inside the patient may require surgical intervention. Although no patient harm occurred, if this malfunction were to recur, it could potentially cause or contribute to an adverse event. Follow-up was attempted, but the patient information could not be provided due to privacy reasons. The expiration date is not applicable. The product is not implantable.

Event description:
On 05/12/2020, intuitive surgical, inc. (Isi) received medwatch report 0500470000-2020-0010 stating: ¿scissor tip cover accessory (top or rubber tip) tore inside and was in surgical cavity but remained intact.¿ isi followed up with the initial reporter and obtained additional information. The monopolar curved scissors (mcs) tip cover accessory was torn and fell inside the patient. The pieces were retrieved with no injury to the patient.